Event description:
It was reported that the caller was not able to get any telemetry between the implantable pulse generator (ipg) and the remote monitor. All troubleshooting was exhausted, the caller referred to the clinic to rule out any potential device concerns. Follow up indicated that the patient has not been seen. The implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.